Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. B3: estimated date. Literature attachment: brazan d et al, percutaneous axillary artery access for endovascular treatment of complex thoraco-abdominal aortic aneurysms.na

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Literature attachment: brazan d et al, percutaneous axillary artery access for endovascular treatment of complex thoraco-abdominal aortic aneurysms, european journal of vascular and endovascular surgery, https://dol.org/10.1016/j.ejvs.2019.01.011. B3: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglides referenced in b5 are being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying perclose proglide devices that may be related to the following: stenosis, occlusion, pseudoaneurysm, hematoma, dissection, inadequate hemostasis, and neuro deficit. Additionally, there were reports of treatment with the use of percutaneous coronary intervention (pci) and covered stents there was one reported instance where the sutures of the proglide became entrapped with the guide wire and a suture break occurred. Balloon dilation and a self expanding covered stent graft were used to achieve hemostasis in this instance. Additionally, there was reference that the proglide device was more effective than the prostar xl system. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous axillary artery access for endovascular treatment of complex thoraco-abdominal aortic aneurysms¿.